Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that the indicated phenomenon was reproduced. Therefore, it is presumed that no image is displayed due to a failure of the qb board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high definition lcd monitor couldn't display an image and had a touch panel that didn't work. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.